Manufacturer narrative:
(B)(4).

Event description:
Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.